Event description:
It was reported that the pt experienced a shocking sensation in her back. The implantable neurostimulator was turned off and then turned back on. The ins was reprogrammed to low stimulation. The pt continued to feel shocking sensation. A few weeks later, the entire device system was explanted and replaced. No surgical complications were reported.